Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, suspected fracture, high sensing integrity count (sic), and noise noted during non sustained (nst) episodes. The rv lead was abandoned and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 274; high rate non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing. On the week of (B)(6) 2014, rv pacing lead impedance measured 779 ohms up from a trend of 399 ohms. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.